Event description:
A customer reported being unable to connect with their g7 sensor, leading to a malfunction alert identified by code malf 9. There was no adverse impact to the customer's blood glucose level. The customer managed to perform a pump reset independently, and further assistance was provided by technical support, which also contacted dexcom for a replacement sensor. The customer was advised to monitor for any recurrence of the issue and to seek assistance if the problem reoccurred.